Manufacturer narrative:
The lead was returned in two segments and the terminal segment measured approximately 171 mm from the terminal end. The tip segment measures ~ 385mm from tip. The segments were thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A twist in the lead body at the distal end of the terminal segment returned, appears to be twisted apart at this location. The noise, oversensing, pacing impedance low, under sensing, low amplitude, brady pacing not delivered when required, insulation damaged, electrode end damaged, fracture, and migration due to twiddler's allegations were confirmed based on the finding of a fractured and lead insulation torn apart, located approx. 171 mm from the terminal end. Fracture characteristics are consistent with torsional overload.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded a false signal artifact monitoring (sam) event which disabled the respiratory rate trend feature. At the sam event the electrogram (egm) deflections were very small and under sensed but with normal qrs complexes. The non-sustained ventricular tachycardia events after the signal artifact monitoring (sam) had small and large deflections but there was possible r wave under sensing and non-physiological noise over sensing. Also, there was an increase in pacing impedances, always within normal limits but afterwards the values started to decrease and at some point, the values were low, out of range. An in-office interrogation with isometrics and serial impedances was recommended. A lead revision was recommended as some sort of lead damage was suspected and before the lead revision, the rv rate sense egm was completely flat with under sensing. The battery consumption was normal for the observed pacing parameters. At the system revision procedure, the rv lead helix was observed completely retracted and the system was twiddled around the suture sleeve and the suture had cut into the lead body and conductor. X ray analysis was also used. The rv lead was finally explanted, and a new rv lead implanted. The explanted rv lead has been returned for analysis. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded a false signal artifact monitoring (sam) event which disabled the respiratory rate trend feature. At the sam event the electrogram (egm) deflections were very small and under sensed but with normal qrs complexes. The non-sustained ventricular tachycardia events after the signal artifact monitoring (sam) had small and large deflections but there was possible r wave under sensing and non-physiological noise over sensing. Also, there was an increase in pacing impedances, always within normal limits but afterwards the values started to decrease and at some point, the values were low, out of range. An in-office interrogation with isometrics and serial impedances was recommended. A lead revision was recommended as some sort of lead damage was suspected and before the lead revision, the rv rate sense egm was completely flat with under sensing. The battery consumption was normal for the observed pacing parameters. At the system revision procedure, the rv lead helix was observed completely retracted and the system was twiddled around the suture sleeve and the suture had cut into the lead body and conductor. X ray analysis was also used. The rv lead was finally explanted, and a new rv lead implanted. The explanted rv lead has been returned for analysis. The ICD remains in service. No additional adverse patient effects were reported.